Manufacturer narrative:
A1: patient identifier: not available due to hospital policy . A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device came out (lock defective). After endo vascular treatment (evt), the angio-seal device was attempted to be used for hemostasis. After the insertion sheath was positioned, the angio-seal device was inserted into the insertion sheath and locked until a clicking sound was heard. However, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath. As the device was withdrawn and no guidewire was left, manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There were no health damages to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).